Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a white powder substance leaking from the remote monitor which was believed to be a battery acid. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.